Event description:
A voluntary medwatch was received, there was no report number assigned to the document. It was reported that during a frontal sinus drill out, after the surgeon placed the drill inside of the nasal passage, the drill bit broke off. The surgeon was able to retrieve the bit from the nasal passage. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: device was evaluated by qe. When received for analysis, the condition of the device showed customer use as there was presence of contaminants on the shaft. From visual evaluation, the spiral wrap assembly was found broken close to bur tip. The spiral wrap was also found bent. This nature of breakage observed on spiral wrap is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to device breakage. The bur tip itself was observed under magnification and no obvious damage was noticed. Based on the analysis, no objective evidence was found that would indicate customer misuse of the device or if device was used outside the scope of the instructions for use for the product. Method code: microscopic inspection. Results code: stress problem. (B)(4).

Manufacturer narrative:
(B)(4).